Event description:
It was reported that this right ventricular (rv) lead had high out of range shock impedances that ranged from 130 to 140 ohms, and during a recent device change out for normal battery depletion the lead was left in-service. Since the change out the impedances have risen to greater than 200 ohms. Technical services discussed to consider performing commanded shocks. The lead remains in-services. No adverse patient effects were reported.